Event description:
The pt was being fed using a pump. 480 ml of an enteral feeding solution were hung, and the pump was set to deliver 75 ml/hr. 360 ml were delivered in 2 hrs. The reporter stated there had been 5 similar events, but only provided the details of the last event. The pt vomitted following the last event. There was no illness, injury or medical intervention resulting from the event. The pt was switched to another type of pump. One pt involved.